Manufacturer narrative:
Device passed the self test and displacement test. No unexpected pump error 53 alarms during testing however, the formatted history file confirmed pump error 53 alarm. Unable to determine the root cause. No device test failed alarms noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the insulin pump had received software error. Customer's blood glucose value was 236 mg/dl. The customer states that they were able to clear alarm and able to rewind the insulin pump. The customer was assisted in performing self test and it failed. The customer reported that fill cannula was recorded in daily history. The customer was advised to discontinue use of the insulin pump and revert to backup. The device will be returned for analysis.